Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, inner/outer shaft, and hub/stain relief included microscopic and visual inspection. Inspection revealed the outer shaft was separated located 66cm from the strain relief with the inner shaft damaged (stretched and compressed). Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26sep2019. It was reported that the device was kink and the carrier tube was fractured. A 180cm 135cm renegade hi-flo fathom system was selected for hemangioma treatment procedure. Upon unpacking, it was noted that the middle section of the carrier tube was fractured and the catheter was kinked. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, analysis revealed an outer shaft separation at 66cm from the strain relief.